Event description:
In 2005, the lay user/pt contacted lifescan and alleged that his one touch ultra meter was giving the apply sample message. The medical affairs specialist was unable to reach the pt 2 days later. A letter was also sent. The pt was not able to test on the subject meter due to the issue and was feeling dizzy at the time of concern. His blood glucose level was tested on an unk meter with a result of "300 something" and he was treated by a medical professional with insulin. He took oral medications prior to seeking medical attention. At the time of troubleshooting, it was verified that enough sample was applied to the test strip. The pt was asked to retest with a new test strip and a sufficient sample size, but he was unable/unwilling to answer if the test started. This complaint is reported as an adverse event because the pt was not able to test on the meter while hyperglycemic requiring treatment with insulin by a medical professional. A replacement meter, control solution, and test strips were sent to the lay user/pt.